Event description:
It was reported by the customer that during their daily defibrillation cable check, they observed a failure. They tried multiple cables and could not get the check to pass. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a connector, designator j21, on the therapy pcb, which was not connected. This could cause a failure of the device to deliver therapy. The connector was reseated and it was ensured that it was locked in place. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.